Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint regarding endoscope won't rotate was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that after re-installing the endoscope at the beginning of the case, system gave an engagement error. It was stated that the endoscope was defective. Even with the latch open, the base won't rotate. When it was rotated manually the endoscope versus its base, they are feeling a force, and hear a crunchy noise, also they are not able to rotate at all in some portions of the complete course. During the procedure, they got some non-intuitive motion, and they were able to overcome by reseating the endoscope. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with the same endoscope. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. There were only problems with rotation movements. The movements of the surgeon scaled appropriately to the instrument. The instrument did not move in the intended direction. When surgeon wanted to turn 30 up/30 down, the endoscope turned, but the image didn¿t change. The observed direction/movement was to the left. Without any movement from surgeon console, the endoscope moved a little to the left. The customer experienced shakiness and friction with the endoscope. There was no instrument-to-instrument or system arm-to-arm interference and no external collisions. The issue was persistent during the whole procedure.